Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer woke up in the morning and the blood glucose level was at 477 mg/dl. The customer's other relevant blood glucose level was 387 mg/dl. The customer was assisted with the troubleshooting for no delivery. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.